Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D4: UDI: no equivalent UDI for 102-n251s3. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual sample was not available; however, a reference photograph of the sample was provided. The image on the photo depicts a 25g sg3 safety needle connected to a syringe, with the cannula bent outside the sheath. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. No nonconformity reports related to human error were issued during the lot's production. The supplied sheaths and collars were confirmed to be manufactured on machines 609, 703, 803, 906, 709, 908, and 909, respectively. There were no nonconformance reports issued throughout the production batches. In the collar assembly process, the hub fit is loosened from the protector before the needle is inserted into the collar. Before moving on to the subsequent process, the hub, cannula, and collar are inserted into the protector, and a photoelectric sensor checks if the protector's height is correct. Our safety needle is designed with a hinged sheath that locks onto the needle hub, featuring dual locking mechanisms the sheath tooth-cannula and sheath wings-collar that engage when the sheath is manually pressed over the needle post-use, reducing sharps injury risk. Activation can be performed using thumb, finger, or surface, with design elements like ridged grips and stoppers for safety. Quality checks, including the initial product inspection check (ipic), are conducted at various production stages to identify any molding defects that could impair functionality. Our standards permit a maximum needle tilt of 2°, and we employ visual inspections throughout the production process to identify any sheath or collar irregularities. Sensory tests ensure activation ease and reliability. Outgoing inspections verify the product's condition before shipping. The instructions for use (IFU) leaflet provides comprehensive guidance on using the mckesson sg3 safety needle, outlining necessary precautions and warnings. Our cannula, as a supplied raw material, meets the requirements of iso (independent servicing organization) 9626, specifically in terms of stiffness and breakage resistance. Over the past two fiscal years, a total of seventeen (17) were received a related to the same issue, where most of the problems are related to usage particularly due to to improper activation of the device (not activating with a one-handed technique with the three methods: finger, thumb, and hard surface). Investigations into each complaint revealed no causes related to our product or manufacturing process. The retention samples underwent simulation according to the instructions for use (IFU). The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Results confirmed that the cannula is fully engaged locked under the sheath tooth. No irregularity or bending of the cannula was encountered during and after sheath activation. The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise that the instructions for use (IFU) are followed, indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needle stick cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved device the safety mechanism prevents engagement after use. Upon engaging the safety, the needle bends outward. The product issue has occurred twice. The event occurred pre-treatment.